Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she has been experiencing skin irritation that the pt attributes to the sensor's adhesive. Cleaning the site with alcohol and using an IV prep has not resolved the issue as pt continues to experience red irritated skin after sensor removal. Pt is able to wear the device for 7 days but insertion site takes four to five days to heal. Pt consulted with her physician and was recommended aquaphor to use on the site of insertion. At the time of her call to dexcom technical support, pt was still dealing with her skin irritation issues.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.